Manufacturer narrative:
Additional information was received stating this lead had sustained a potential fracture. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Visual inspection noted lead damage which included insulation cuts and stretched conductor coils. Resistance testing confirmed the electrical continuity of each segment. Laboratory technicians confirmed the damage was most likely the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that system exhibited noise, oversensing and pacing inhibition less than two seconds on the right ventricular (rv) channel which could be reproduced with isometrics. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.